Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aui and aortic cuff were implanted in a patient for an unknown endovascular treatment. It was reported that the following year the patient presented with an unknown endoleak. A heli-fx guide and endoanchors were used in the patient to treat the endoleak. It was reported during the intervention procedure the when the back button of the heli-fx applier was pushed and held for some seconds until the sound of opening was heard, the blue light was then seen blinking. It was reported a new applier was used instead. The physician reported the cause of the event to be device related. It was reported that three endoanchors were successfully implanted. When the physician tried to implant a fourth anchor they simultaneously turned the blue handle of the applier and the white handle, a crack was heard and the guide stopped flexing. A second guide was not available to implant any more endoanchors. The physician reported the cause of the event to be user error. An unknown endoleak remained at the end of the intervention procedure. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Device evaluation summary a kink was observed on the applier shaft and strain relief. The kink likely occurred post removal of the device from the patient and/or as the device was coiled for return. There was a section of an endoanchor visible in the housing. The handle was opened, and no fluid or blood was observed within the handle. No corrosion was observed to the circuit board or connector pins. All wires and connectors within the handle appeared to be intact and properly connected. The battery was removed and measured 9.07v. The battery was reattached, and the unit powered up with the blue error flashing, the forward light unresponsive and the back light flashing. The eprom was read and presented the following codes (locn x code): oax09 brown-out tripped, 0bx00 power on, 0cx00 no error, 00x00 power on. The device was restarted in factory mode with the blue error light on, forward light flashing, back light on. The inner mechanism did not rotate on pressing the back button. The guide was returned for analysis. Deformation was visible to the inner curve of the guide tip. There was no exposed braid wire or delamination visible inside the tip. The control knob was rotated; however, the tip did not deflect. The handle was taken apart. The kevlar was observed loosely wound around the reel. On removal of the kevlar blood was visible along the kevlar. It was observed that the kevlar cord had been severed. The tip was cut longitudinally to expose the braid wire and kevlar cord liner. There was no evidence of exposed braid wire. If information is provided in the future, a supplemental report will be issued.